Event description:
It was reported that the patient presented to the clinic due to near syncope and dizzy spells. It was noted that the right ventricular (rv) lead experienced an increase in impedance. The physician decided to check connection, but no connection issue was observed. All measurements were normal, but impedances through device were high as 2500-3000 ohms. The device was reconnected three times, but no changes observed. It was also determined that the lead was implanted after the use before date. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.